Manufacturer narrative:
The perfusionist said he felt the tubing and it seemed the pump was not running. He did not hear any alarms or see any front panel error lamps. The field service representative (fsr) could not duplicate the reported issue. The fsr completed preventative maintenance (pm) on the device and the unit operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) stated that he put the cooler heater unit into "maintain" mode with temperature set at thirty-eight degrees celsius and walked out of the room while the pt was being prepped for surgery. When he came back into the room and the case was ready to start, he found the cooler heater unit water temperature was still reading twenty-three degrees celsius (it should have gotten to thirty-eight degrees celsius by the time). The device was not changed out, as the ccp turned the unit off and back on again. The pump began running and the temperature came up as expected. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.